Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the lens was opened on the table, folded in the cartridge, and before placing it into the eye, it was observed that the haptic (the leg of the lens) was broken and it was not applied on the patient. Surgery was completed on the same day by implanting another lens. Additional information has been requested, yet no new information received.